Event description:
On 11th september, 2023 getinge became aware of an issue with one of surgical device - heraeus hanauport. Based on photographic evidence the label was peeling from hanauport console. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 11th september, 2023 getinge became aware of an issue with one of surgical device - heraeus hanauport. Based on photographic evidence the label was peeling from hanauport console. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 11th september, 2023 getinge became aware of an issue with one of surgical device - heraeus hanauport. Based on photographic evidence the labels were peeling from hanauport console. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Getinge became aware of an issue with one of surgical device - heraeus hanauport. Based on photographic evidence the labels were peeling from hanauport console. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the pendant did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Root cause analysis of label peeling was performed by subject matter expert at manufacturer¿s. As they stated, the peeling label is not a getinge label but hospital label. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 11th september, 2023 getinge became aware of an issue with one of surgical device - heraeus hanauport. Based on photographic evidence the labels were peeling from hanauport console. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.